Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 17dec2018. The philips service technician replaced the motor controller (mc) board to address the reported problem. Failure analysis on the returned motor controller (mc) boards showed that the customer complaint of ¿35 v supply failed - e/c 111b¿ was confirmed. Two components were found to be defective.

Manufacturer narrative:
Event dates (B)(6) 2018. International UDI: (B)(4). Reporter phone number not provided. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that an error code indicating the 35 volt supply failed was found in the diagnostic report. There was no patient involvement. The event date was not specified, estimate used.